Manufacturer narrative:
Other text: the product's history records were reviewed and there were no non-conformances that would have resulted in the reported complaint.

Manufacturer narrative:
Patient details provided date of event unknown; no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported that the patient had 7 mixed cassettes from one particular lot. The patient reported that on saturday and sunday the while using a cassette from the lot in question, the device started beeping and the patient noticed that the tubing was askew. The pharmacist had advised the patient to continue the treatment using the cassette in question but not use any additional cassettes from that lot and go to the emergency room if unable to finish treatment. According to the patient the pump was working properly. According to the patient the product did not cause or contribute to patient or clinical injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.